Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not alarming the amount of insulin in the insulin pump was the same and blood glucose were high. The customer reported that they did not allege insulin pump was under delivering. The customer also stated that the they experienced high blood glucose and treated with insulin pump. Customer stated that the drive support cap appears normal. Customer reported that insulin exited at the quick release. No harm requiring medical intervention was reported. Customer declined to continue insulin pump troubleshooting. Customer declines to troubleshoot for the bent cannula or blood at site. The insulin pump will not be returned for analysis.